Event description:
Healthcare professional reported right side capsular contracture, "baker grade iii-IV", pain, "temperature rise over the right breast," and "increase of volume and redness." An anti inflammatory was given as treatment. The device remains implanted. Patient has a history of previous breast implants.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional later reported occasional "temperature rise over the right breast." Patient was treated with an anti-inflammatory.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, "baker grade iii-IV", pain, and "increase of volume and redness." An anti inflammatory was given as treatment. The device remains implanted.